Event description:
It was reported that the unspecified bd needleless connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, after an interventional procedure, the patient connected the infusion pump to infuse chemotherapy drugs. However, the infusion was found to be blocked, and the infusion pump alarmed. The doctor was notified and the disposable needleless connector was checked and replaced with a new one. The infusion was then smooth, and the adverse event was reported.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of complaint reference (B)(4); however, the customer has indicated that, "it was found that the fluid infusion was blocked." No material number was available. The lot number provided was incorrect. Further information from the customer has stated that there was a problem in the matching degree between the infusion connector and the centralized procurement infusion screw. The screw quality of the centralized procurement infusion set batches varies. After connecting with the connector, it fails to open the connector plug and cause the liquid to not flow in. It has nothing to do with the quality of the infusion connector itself. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, the lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.